Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 60 mg/dl, 77 mg/dl, 85 mg/dl and 160 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that he was experiencing some hypoglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that no longer has any more of the alleged product and so, it will not be returned for evaluation.